Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 0 degree (lot: l828488) first implant suture broke while tensioning the second loop on the suture. The suture broke where it joins with the meniscus. The surgeon then used three truespan meniscal repair peek 12 degree (lot: l863141) and encountered the same issue where the suture of the implant broke. The surgeon then used a truespan mensical repair peek 24 degree (lot: l846869) and the same issue occurred where the suture of the implant broke. The implants were removed with a tissue grasper. The sales rep stated two out of the five implants were used to complete the case, but he could not state from which devices. The sales rep stated that the issue could have occurred because the arthroscopic pusher/cutter was dull. There was no patient harm during the case, but there was a thirty minute delay. The truespan devices were discarded by the customer, but the pusher/cutter is being returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is unavailable for evaluation as it was discarded, hence the complaint cannot be confirmed. The information provided states that the suture broke where it joins with the meniscus, however, a definitive root cause cannot be discerned but a possible root cause could be attributed to excessive force applied during the procedure. Furthermore, a nonconformance search has been conducted and no nonconformances have been identified for this part 228150 with lot l828488 combination. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.